Event description:
It was reported that a patient underwent a cardiac ablation with a varipulse¿ bi-directional catheter (lot: 31729984l), and the patient experienced cardiac tamponade that required pericardiocentesis. First, it was reported that a varipulse¿ bi-directional catheter (lot: 31718309l) diameter of the ring did not change. This occurred before inserting it into the vizigo short sheath. The issue was improved by replacing the catheter with a new one. It was also reported that cardiac tamponade occurred after right superior pulmonary vein (rspv) ablation. A decrease in the patient's blood pressure was observed. After effusion was confirmed with echocardiography, the procedure was terminated, noradrenaline was administered and pericardial drainage was performed. After the patient¿s blood pressure stabilized, the patient left the catheter room and was sent to intensive care unit (ICU). Ablation was performed prior to the effusion being identified. Ablation was performed in the order left superior (ls) then left inferior (li) then right superior (rs) and finally right inferior (ri), and a decrease in the patient's blood pressure was detected during the first ablation in ri. Patient required extended hospitalization. Patient improved. The physician commented that not much catheter entanglement was felt during the procedure and it was unknown where the perforation had occurred. It was considered more likely that the cause was the rough manipulation rather than the catheter itself. The physician¿s assessment of the health hazard was non-serious (moderate/minor). The patient did not require cardiac surgery. Steam pop was not observed. Atrial septal puncture was performed with an rf needle. Irrigation catheter¿s flow rate setting was normally 4ml/min, and perfusion was 30ml/m only during ablation. No error messages observed on biosense webster equipment during the procedure. No abnormalities observed prior to nor during use of the product. The issue of the diameter of the ring did not change before inserting the varipulse¿ bi-directional catheter (lot: 31718309l) into the vizigo short sheath was assessed as non MDR reportable. Since the loop contraction mechanism is not working properly, the user will not be able to use the device and will have to replace it. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. The adverse event was assessed as MDR reportable under the varipulse¿ bi-directional catheter (lot: 31729984l).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 09-mar-2026. Transseptal puncture was performed with rf needle. Additional information was received on 26-mar-2026. The patient fully recovered (no residual effects). The patient has been discharged from the hospital on (B)(6) 2026. Thirteen (13) ablations were completed before the issue. In addition, provided the patient¿s age. Therefore, a2. Patient age at the time of event and a2. Age unit fields were populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 06-apr-2026. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation with a varipulse¿ bi-directional catheter and the patient experienced cardiac tamponade that required pericardiocentesis. Patient also required extended hospitalization. The device evaluation was completed on 14-apr-2026. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and revision of all device features were performed. Visual inspection revealed no damage or anomalies on the device. The device was connected to carto 3 system and trupulse generator and it was recognized and visualized correctly, no magnetic or noise issues were found. Device was deflected and irrigated during the test and no issues were found. A pulse field ablation (pfa) test was performed and the device was working correctly, no issues were observed in the generator. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. The instructions for use (IFU) states the following recommendations: when using the catheter with conventional systems (such as fluoroscopy or intracardiac echocardiography), with the carto¿ 3 system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Catheter advancement should be done under direct imaging guidance. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).